Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the elective procedure to explant this subcutaneous implantable cardioverter defibrillator (s-ICD), the electrode could not be removed from the device header due to a stuck setscrew. A competitive ratcheting wrench and non ratcheting wrench were both used without success. The non ratcheting wrench became bent during the efforts. The header was detached from the device and the physician was able to bore the setscrew down with a screw removal kit. The pin was finally released from the header. The electrode functioned normally and a replacement s-ICD was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, visual inspection confirmed the device header had been removed from the case and the seal was missing from the setscrew. Further analysis of this product could not be performed due to the device damage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the elective procedure to explant this subcutaneous implantable cardioverter defibrillator (s-ICD), the electrode could not be removed from the device header due to a stuck setscrew. A competitive ratcheting wrench and non ratcheting wrench were both used without success. The non ratcheting wrench became bent during the efforts. The header was detached from the device and the physician was able to bore the setscrew down with a screw removal kit. The pin was finally released from the header. The electrode functioned normally and a replacement s-ICD was implanted without further incident. No adverse patient effects were reported.